Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unknown procedure on an unknown date, it was noticed that the screw inserter and the helical blade/screw coupling screw will not separate. It appears the internal threads of these items have broken, thus preventing the items from being separated. No patient or surgical involvement was reported. This report is for one (1) screw inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.037.025 . Lot: 9375251 . Manufacturing site: bettlach . Release to warehouse date: 09.mar.2015 . The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device flow: device interaction/functional visual inspection: the screw inserter (part # 03.037.025, lot # 9375251, mfg # 09-mar-2015) was inspected at us cq. Upon visual inspection, it was observed that the proximal inner threads near the handle were damaged. Also, the screw inserter shows signs of minimal wear for its 3-year lifetime. No other malfunctions have been identified. Functional test: the functional inspection was performed, and the complaint was not able to be replicated. The helical blade/screw coupling was able to be assembled and disassembled from screw inserter as intended. But the helical blade/screw coupling did experience friction while doing so and it was not in a smooth manner. The reported condition was not able to be confirmed but the overall complaint condition is confirmed as the threads of the screw inserter were damaged. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of the screw inserter. Document/specification review: the following drawing(s) was reviewed; screw inserter: no design or manufacturing defect or deficiency was observed during the investigation a device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition was not able to be confirmed. But, the threads were damaged, while no definitive root cause could be determined, it is possible that the device encountered unintended forces (such as being cross threaded or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.